Event description:
The customer reported that the insulin pump's gauge displayed a different amount than expected, showing 0 units while the expected fill was 260 units. There was no adverse impact on the customer's blood glucose level since it did not exceed 500 mg/dl. The customer completed steps to resolve the issue, including reloading the cartridge and delivering a bolus, but the discrepancy persisted. Technical support instructed the customer to fill and load a new cartridge, ensuring accurate estimates. As part of the resolution, a replacement pump was issued, and the customer was informed to use multiple daily injections (mdi) as backup therapy while returning the problematic pump within 10 days.